Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. Tactile inspection and visual inspection was performed. The balloon was tightly folded. The hypotube shaft was broken 78cm from the strain relief. The fracture faces were oval as if kinked prior to separation. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. A 2.5mm x 15mm quantum maverick balloon catheter was selected for use to dilate the lesion. However, during introduction outside patient, the balloon shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that shaft fracture occurred. A 2.5mm x 15mm quantum maverick balloon catheter was selected for use to dilate the lesion. However, during introduction outside patient, the balloon shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.